Event description:
It was reported by clinician that needle broke off in pt. Doctor was able to retrieve needle. Needle was being used for skin wheal. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.